Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon was testing shunts with monometers and when they didn't pass, would set them aside. He has 6 to return to be evaluated. Rep is to file complaint with more information.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. Several attempts were made to obtain the sample; however, the device was not provided. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot or device information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected fields -- d10, h10 additional information -- g4, g7, h2, h10 it was initially reported that the device would not be made available for evalaution. The device was subsequenlty received. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Corrected UDI: (b)94). Correction: d1, d4, g5, h6, h10. Device evaluation: d4, g4, g7, h2, h3, h4, h6, h10. Upon completion of the investigation, it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected: no defects were noted. The position of the cam when valve was received was 200mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(6), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested; no leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842, with lot ctlbnj conformed to the specifications when released to stock on the 13th of october 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated for both devices. No root cause could be determined for the 4 other sample as they were not returned for investigation. If the 4 samples are returned in the future, this complaint will be re-opened and the 4 samples investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.